Event description:
It was reported that a clinician programmer could not interrogate the stimulator. It was stated that since (B)(6) 2012, the battery was ¿empty.¿ it was unknown if the patient forgot to recharge the stimulator. The patient had the stimulator explanted and replaced. There were no patient symptoms noted and the patient¿s status was alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-29, product type accessory. (B)(4). Final device analysis showed that the stimulator was last charged on (B)(6) 2010. The device sat idle until it went into the lock mode on (B)(6) 2013. Telemetry was able to be restored when the device was received for analysis. The battery had reduced capacity to do overdischarge damage. Final analysis for the plug revealed no anomalies.